Event description:
Procedure type: hysterectomy. According to the reporter: on (B)(6), 2014, patient, (B)(6)underwent a laparoscopic total hysterectomy performed by (B)(6). Unfortunately, while the wound was being sutured a 3 mm portion of the tip of the needle broke off and lodged in the patient's vaginal cuff. The 3 mm needle tip remains embedded in the patient's vaginal wall and the patient has complained of ongoing pain and discomfort in the localized area of the retained foreign body ever since. (B)(6) has sequestered and preserved the defective endo stitch device for evidential purposes.

Manufacturer narrative:
(B)(4).